Manufacturer narrative:
Additional information in d4: UDI number, h3, h4, and h6: method, results, and conclusions. The returned driver was evaluated. The laser marking was faded from years of washing and repetitive use. A portion of the tip was also found to have fractured off, likely as the result of stresses placed on the device during years of repetitive use. A review of the DHR did not identify any manufacturing related issues that would have contributed to this event.

Event description:
It was reported that the tip of a screwdriver was found fractured during a set inspection. Therefore, no specific surgical or patient information was provided.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a screwdriver was found fractured during a set inspection. Therefore, no specific surgical or patient information was provided.